Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.

Event description:
The patient sat on the floor and the peg went into the peritoneal space. Upon further inspection, the peg left a large hole in the stomach that required surgery to be fixed.